Event description:
Sales representative reported that a patient complained of pain and swelling on the tibia roughly six months after having an acl repair with calaxo screw. It was also stated that when the screw was initially implanted, the surgeon felt he implanted it below the cortical surface. He did not have direct visualization, but felt his finger through the incision. The graft was healed to tunnel wall.

Manufacturer narrative:
Device was not returned, therefore, no evaluation could be performed.